Event description:
Additional information reported that the alarms resolved following the device exchanges.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: primary UDI corrected. Section h6: medical device problem code. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms while connected to battery power was unable to be confirmed. The system controller was not returned for analysis. Additional provided information stated log files were unavailable, that exchanging the products resolved the alarms, and that the product had been disposed and will not be returning. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the system controller were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient was connected to fully charged batteries when the system controller alarmed "connect power." The battery clips were cleaned, and a self-test was performed, however the alarm did not resolve. The system controller, batteries, and battery clips were exchanged.